Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I have no longer essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included diphenhydramine hydrochloride and paracetamol (tylenol) for headache, butalbital;caffeine;paracetamol (fioricet) and meclozine (meclizine) for migraine as well as amitriptyline. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast tenderness ("tender breast"), nausea ("nausea"), migraine ("migraines"), headache ("headache") and somnolence ("makes me sleepy all the time"). The patient was treated with surgery (surgery to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the medical device removal, breast tenderness, headache and somnolence outcome was unknown and the nausea and migraine had resolved. The reporter considered breast tenderness, headache, medical device removal, migraine, nausea and somnolence to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media : nausea, breast tenderness, migraine, headache no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.